Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the second firing the device cut but had no staple line. The surgeon noticed this due to excessive bleeding around the cut and staple line area. He converted to an open procedure and sutured the pt to complete the case. Pt is stable.